Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was returned for evaluation following a transplant due to chronic driveline infection. Evaluation of the returned pump did not reveal any findings that would have contributed to a functional issue. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump housing. The modular cable and the remainder of the pump cable were not returned. The apical cuff and outflow graft assembly were not returned for evaluation. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The retrieved lvad (left ventricular assist device) log files from the returned device showed the pump operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and patient handbook, rev. A is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had their pump explanted and received a heart transplant on (B)(6) 2025 due to chronic pseudomonas driveline infection. The infection was becoming increasingly resistant to intravenous (IV) antibiotics, requiring multiple hospitalizations, debridements, and additional IV antibiotics. The site had no concerns regarding pump analysis. The infection had not resolved.